Manufacturer narrative:
Updated fields: b4, d9, e1- event site city, g1-contact person ¿ mfg site, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the failure. The fse cleaned and tightened the ECG cable. The unit passed all functional and safety tests and was returned to customer. The fse stated that they are waiting on a repair order from the customer. If any applicable information is received, the investigation will be updated accordingly.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has noise in external ECG signal. There was no health hazards.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.